Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient received burn at the grounding pad site during a choledocholithotomy procedure. The pad had been placed on the patient's calf. The degree of burn and type of treatment provided are unknown. It was reported that the grounding pad had been used before.

Manufacturer narrative:
(B)(4). Visual inspection found the pad to be dry. A section of the pad was torn where the reusable cord clamp attaches to the pad. Visual inspection found no exposed metal or voids in the surface of the pad. The pad was checked for continuity and passed. No conditions were identified that would have caused or contributed to the reported event. The rem feature of the return electrode operates by measuring the electrical impedance at the return site. Should this impedance vary beyond an established level, the rem alarm will sound and the generator will shut down.